Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) and tube replacement procedure for biliary drainage performed on a patient with bile duct cancer on (B)(6) 2013. According to the complainant, three advanix stents were placed deep within the hepatic, in the right anterior, right posterior, and respectively. It was reported that the proximal side of this stent was close to the duodenal wall right after placement. The procedure was completed with no issues. However, on the night of (B)(6) 2013 or morning of (B)(6) 2013, the patient developed abdominal pain. An x-ray was performed at this time but the stent migration was not noted. On (B)(6) 2013, the patient complained of chest pain and had developed an arrhythmia and multiple organ failures. CT scan was done and confirmed that the advanix stent placed on b3 had migrated and perforated the duodenal wall until the retroperitoneum, resulting in leakage of bile into the abdominal cavity. The patient subsequently developed peritonitis and ichorrhemia. On the same day, the patient suffered cardiac arrest. Resuscitation was attempted, however, the patient expired. There were no issues with the two stents implanted in the right anterior and posterior.

Manufacturer narrative:
Reported event of stent migration post procedure. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.